Manufacturer narrative:
The investigation is in progress. A samples has been received, but has not yet been evaluated. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the complaint report description were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A company rep reported that the vitrectomy probe stopped cutting during a vitrectomy procedure. The procedure was completed. Pt impact is unk. Additional info has been requested.